Manufacturer narrative:
The product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was dislodged inside the hub of the device, the shaft was found bent, the brim cap and the silicone ring were found in good condition. The experienced resistance could have been related to the hemostatic valve separation. Examination of the brim cap and the silicone ring revealed the components were placed in the correct position and found in good conditions. A functional test was performed, in accordance with bwi procedures. The vessel dilator and stsf catheter were introduced into the vizigo sheath and resistance was felt during the testing. The od vessel dilator was measured, and it was within specifications. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record review was performed for the finished device 50000097 number, and no internal actions related to the complaint were found during the review. Additional investigation was initiated to address the root cause for the resistance to sheath issues. (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the biosense webster inc, (bwi) product analysis lab observed that the hemostatic valve was dislodged inside the hub of the device. Initially, it was reported that the dilator of the vizigo¿ sheath would not advance into the sheath. The sheath was replaced, and the case continued without patient consequence. The issue of obstructed sheath was assessed as not MDR reportable. There is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found that the hemostatic valve was dislodged inside the hub of the device. The shaft presented a bent at 7 ¼¿ form the handle. The brim cap and the silicone ring were found in good condition. The hemostatic valve separation issue was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is 06-jun-2022.